Event description:
Additional information was received from a friend/friend regarding a patient. They reported that since the external equipment is not communicating with the implant, they cannot increase stimulation. The placement of the communicator or ins could be the issue because the ins "feels weird, like it sunk in or moved because it's not protruding as much as when it was implanted." On the call, the caller attempted to bring up the message they were receiving (what was causing the external equipment not to pair), but the equipment connected to the therapy settings with no issues. The caller was then able to increase the patients stim to 4.9v. On the call, the external equipment was working as intended. Patient services ultimately redirected to the doctor to check the ins status and discuss symptoms if increasing doesn't help with the symptom issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had a loss of therapy and connecting issues. The caller said that about 2 weeks ago they noticed that the patients ins was not protruding as much as it was and thought maybe the device fell out of its pocket. They said they just kind of ignored this, but about a week ago the patients symptoms returned and when they stand up everything comes out. The caller said they have not made any therapy changes and the last change was about a month ago. No falls or trauma were reported, and no lifestyle changes were reported. The caller said that because of the loss of therapy they wanted to check on settings and make some changes, but the external equipment is having a hard time pairing. The said the handset keeps circling and giving them a device cannot be found message. The caller was not currently with the patient to troubleshoot so they were going to call back for assistance.